Event description:
Boston scientific received information that approximately 5 months post explant this left ventricular (lv) lead dislodged. There were no adverse patient effects reported. The lead was explanted and successfully replaced with another left ventricular (lv) lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.